Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of 51 mg/dl and was corrected by drinking juice. During troubleshooting with tandem technical support, the pump history was reviewed and it was noted that the customer had delivered an unintended bolus. The customer was working with the healthcare provider to adjust the profile settings in the pump. Tandem technical support had the customer check the pump and it was found to be functioning as expected.